Event description:
It was reported that the ventilator failed pressure transducer and flow sensor tests during pre-use check. There was no patient involvement. Manufacturer ref.#:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported failure during pre-use check was reproduced during simulated use test of the returned air gas module in a ventilator. The failure was caused by an external force (i.e. Dropped into the floor, etc.) Affecting the solenoid contact to be pulled apart inside the air gas module. This affected the solenoid that stopped working, that leads to an inaccurate gas flow regulation in which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
Manufacturer ref.#: (B)(4).